Manufacturer narrative:
The complaint investigation is in progress. A detailed review of all the lot history records pertaining to the relevant stent and delivery system lots showed no issues that were deemed related to the complaint investigation. The device is returning for evaluation but has not yet been received. If further information regarding this event becomes available, or the investigation is concluded, a follow-up report will be submitted.

Event description:
On the (B)(6) 2022 during a deployment of a biomimics 3d (bm3d) stent 6 x 100mm, the stent would not deploy from the delivery system. The stent covering separated from the tuohy borst and would not retract. The device was withdrawn and not used. There was no impact to the patient.

Manufacturer narrative:
A detailed review of all the lot history records pertaining to the relevant stent and delivery system lots showed no issues that were deemed related to the complaint investigation. The investigation included communication interviews and an evaluation of the returned device. There were no angiographic images made available for the investigation. The physician provided additional information on the procedure. A 6 x100mm bm3d stent was used to treat the distal sfa extending to the p2 segment of the right leg. The vessel was occluded from the mid sfa to the p2 segment. An antegrade approach was used and the target site was prepared using a rotarex atherectomy and balloon angioplasty. An 8 fr sheath was used with a 0.018" guidewire. There was very mild sfa/popliteal arterial tortuosity reported. The physician reported resistance during deployment and the separation of the device covering occurred at the initiation of deployment. No part of the stent had emerged. There were no difficulties removing the device and there was no patient impact. A second bm3d 5 x 150 was used to finish the procedure. There were no issues reported and the target site did not require any additional vessel preparation. There were no noteworthy kinks on the returned device and a minor cast was observed in the braid. There was separation between the bifurcation hub and the outer braid. The outer braid was elongated. The stent deployed as expected when conducted by the investigation team. The resistance experienced by the physician during deployment caused a high deployment force to be used which led to the separation of the outer braid from the bifurcation hub. The elongation of the braid is also evidence of the resistance and high deployment force required, which may have been due to the diseased state of the vessel. Although without imaging the extent of the diseased vessel cannot be confirmed. The complaint was categorised as unable to deploy and a cause category of disease/disease progression was assigned.

Event description:
On the (B)(6) 2022 during a deployment of a biomimics 3d (bm3d) stent 6 x 100mm, the stent would not deploy from the delivery system. The stent covering/outer braid separated from the bifurcation hub at initaition of deployment and the outer braid would would not retract. No part of the stent had emerged. The device was withdrawn and not used. A bm3d 5 x 150mm device was used to finalise the procedure. There was no impact to the patient.